Event description:
The recipient is reportedly experiencing open electrodes. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail and near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail region. System lock was obtained. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the fantail region confirmed tensile wire breaks at some electrodes. The photographic imaging inspection revealed broken electrode wires at the fantail region. It is believed that these breaks caused the open electrodes and reduced performance, induced by the trauma reported. Advanced bionics will continue to monitor failure modes of this type. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.